Event description:
On 2/25/97 the patient had a series of ICD shocks while at rest. Interrogation of the ICD demonstrated monomorphic ventricular tachycardia at approximately 200 beats per minute. The device failed to terminate the ventricular tachycardia despite multiple shocks. Interrogation of the device demonstrated an elevated impedes from the high voltage leads, greater than 200 ohms and the delivered energy was quite low suggesting a lead fracture. Ap chest x-ray demonstrated clear cut fracture of the superior vena cava lead at the pulse generator. The lead was surgically explanted and replaced.